Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the negative pressure was -6.0.

Event description:
It was reported that the negative pressure was -6.0 in arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump head. The device was evaluated and the reported issue was confirmed due to a faulty circulation pump head. Circulation pump was replaced. Device underwent calibration and functional check. Mixing pump was replaced preventatively. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: the labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.